Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. Reprogramming was not successful to regain adequate pain relief. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. There were no reported patient complications postoperatively and the patient is expected to fully recover.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. Reprogramming was not successful to regain adequate pain relief. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. There were no reported patient complications postoperatively and the patient is expected to fully recover.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional examination. Additionally, device analysis was also performed on the returned leads which revealed that they were cleanly cut approximately 62-64 cm from the distal ends of the leads. This is typical damage resulting from an explant procedure and is not considered an anomaly. A labeling review was conducted which determined that lead breakage, loose connections or electrical issues can result in ineffective pain control and are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU). Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).